Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent an unknown laparoscopic urological on (B)(6) 2024, and suture was used. During the surgery, after opening the package and before use, when passing the needle through the trocar, only the suture could be passed into the abdominal cavity, and the needle remained inside the trocar. The needle caught in the trocar did not fall into the body. The surgeon said that they didn't feel like anything was caught. It was not a control release needle. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 4/29/2024. H6 component code: g07002 no device problem found . H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, one detached needle and needle suture outside its packaging that pertain to the product code j340h. During the visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification and remnant suture was found. The suture end was observed to be severely cut therefore this was resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, one unopened sample that pertained to the product code j340h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.